Event description:
Medtronic received a report that solitaire ab (sab) stent was prepared per the instructions for use (IFU) and inserted into a phenom 27 microcatheter, however, approximately half way through insertion mid-catheter, the device encountered resistance, was difficult to advance, and became stuck. The stent was removed and replaced with a second stent of the same lot number, which encountered the same issue. The stent was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing flow diversion surgery for treatment of an unruptured, saccular, splenic aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was not tortuous, moderate. Parent vessel diameter was 6 mm. The reported device and any accessory devices were prepared as indicated IFU. Additional information was received stating that vessel tortuosity was moderate at the lesion site, despite earlier reports that the vessel was not tortuous. The cause of the resistance was not determined. A continuous saline flush was not administered and maintained as indicated in the IFU; however, the device sheath and microcatheter were flushed immediately before insertion.

Manufacturer narrative:
Product analysis (B)(4): equipment used: vis (m-78210), 203 cm ruler (m-83361), digital snap gauge (m-79527), in-house 0.026¿ mandrel. As found condition: the phenom 27catheter was received for analysis packaged in a shipping box, contained within a single solitaire¿s original outer carton and placed in a clear plastic ziploc bag. Visual inspection/damage location details: no damage was observed to the phenom-27 catheter hub. No flashes or voids were identified in the hub. The catheter body exhibited damage (compression) at 3.5 cm and 4.0 cm from the distal tip. The distal tip and marker band were found to be in good condition. Testing/analysis: the phenom-27 catheter¿s total and usable lengths were measured and found to be within specification. The catheter was flushed, and water was observed exiting the distal tip. The catheter was further tested by advancing an in-house 0.026¿ mandrel through the hub without any resistance, during which material was observed exiting the catheter tip. The catheter body was subsequently cut and skived, and the material was identified as the catheter¿s inner liner torn from the lumen. Conclusion: the reported issue of ¿catheter resistance during device delivery¿ could not be confirmed. No resistance was encountered while performing functional in-house testing. Potential contributors to catheter resistance during device delivery include incompatible devices, catheter damage, patient vessel tortuosity, guidewire damage, material occluding the catheter, insufficient catheter flushing or lack of continuous flush. Information regarding the guidewire make, model, or size was not provided; therefore, guidewire compatibility and condition could not be assessed. It is possible that the patient¿s reported moderate vessel tortuosity and not maintaining a continuous flush may have contributed to the reported resistance; however, the exact root cause could not be determined. Regarding the body compression damage and inner liner damage observed on the returned phenom-27 catheter, the exact cause could not be definitively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.